Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device needed help and when the pressure calibration was running, the voltage on the downstream pressure sensor wasn't right which was resolved with replacement of both the upstream and the downstream pressure sensors and recalibrated the instrument. There was no patient involvement.